Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) on (B)(4) 2011 and the device recommended replacement time (rrt) was less than or equal to 2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for low battery voltage on (B)(4) 2011 02:15:04.

Event description:
It was reported that the patient's alarm sounded due to the device having premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.